Event description:
The healthcare professional additionally reported ¿currently, the granuloma has almost disappeared. The pigmentation is expected to continue for about another five months.¿ symptoms are ongoing.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional (hcp) reported that a patient was previously injected with juvederm vista ultra xc. Later, patient was injected with juvederm volite. After a month later, patient developed redness on their cheeks. Patient has been diagnosed with granuloma attributed to juvederm volite, along with clear lump. Patient has been treated with ¿rizaben, antibiotics (keflex, minomycin, cravit), and a kenacort injection. Symptoms are ongoing.